Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter failed the mesh test with an incomplete cut. The cutter was returned as is. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery the cutter was used with a damaged comb. The cutter did not meet mesh test acceptance criteria due to an incomplete cut. There was no patient involvement. Attempts have been made and no further information has been provided.